Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument would not open. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found to have a missing grip ring screw, which indicates it was not present within the housing. The grip ring was observed to be dislodged inside the housing, which indicates loss of proper mechanical fixation. The absence of the screw led to the grip ring becoming dislodged, which prevented the grips from opening and closing during both the procedure and in-house testing. The jaws did not open when attempted, which indicates functional failure of the gripping mechanism. The instrument was tested on an in house system and passed the engagement, recognition, and initialization tests, which indicates successful system detection and setup; however, the grips failed to open in 3 out of 3 attempts, which indicates a consistent functional issue. Additional observation: the instrument exhibited imprecise motion during gripping and ungripping, which indicates degraded mechanical control. The instrument again passed engagement, recognition, and initialization tests during in house evaluation, which indicates no system-level detection issues; however, the grips continued to fail to open in 3 out of 3 attempts, which confirms repeatability of the failure condition. The probable root cause of reported issue is attributed to manufacturing issues, specifically the missing grip ring screw due to improper installation during assembly, which resulted in dislodgement of the grip ring and consequent inability of the instrument jaws to open.

Event description:
Refer to h11 for follow-up information.